Event description:
End-user called in reporting that they are experiencing dull syringes. End-user reported have a difficult time piercing insulin bottle and skin, also they were getting air bubbles when drawing up insulin.